Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that "for some reason, they are going dry between the pump and the patient."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.